Event description:
A 24mm diameter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the stents grafts were successfully implanted during a straight forward procedure; however, the next day the patient was found to have testicular embolization likely due to calcium becoming loose during the procedure causing the distal embolization. During the ensuing week the physician was contacted to inquire about the patient's condition. The physician confirmed the patient was doing well and the condition is expected to resolve. No additional clinical sequelae were reported.